Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device ac (alternating current) inlet at rear was observed to be damaged and was pushed in. The power switch at front was observed damaged and the plastic cap was found to be torn off. In addition, low air pressure was observed due to faulty air pump unit. The tubing was observed to be bent and found to be an old type. Worn out connector socket and air joint unit were observed. Four (4) suction feet at the bottom were found missing. Rust was observed on the chassis and needs to be replaced. Based on evaluation findings, the reported issue was confirmed. The probable cause of the issue could be due to user handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
A report of cracked, broken power switch with input connector pushed in during preparation for use was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported event was the device has been degraded over the course of the decade since manufacturing.